Event description:
It was reported that this left ventricular (lv) lead exhibited low out-of-range pace impedance measurements loss than 200 ohms. Lv threshold measurement was 1.8 @ 1ms, and phrenlc nerve stlmulatlon due to the lv electrode tip was also noted. This lv lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).